Manufacturer narrative:
Problem code 1528 captures the reportable event of delivery system difficult to remove. Problem code 2907 captures the reportable event of inner sheath/shaft detached. The device was disposed of by the complainant and was not returned for analysis. An investigation was completed based on a review of the photo of the delivery system that was provided by the complainant. The photo shows a complete detachment of the inner shaft from the device and was kinked. These types of damages are consistent with excessive tensile force being applied during attempted withdrawal of the device from the patient. Based on analysis of all available information, the investigation concluded that the failures observed in the photo and reported by the complainant may have been due to procedural factors such as, handling of the device, the technique of the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable cause of the event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant biliary stricture during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was difficult to deploy. After several attempts, the stent was able to be deployed and the stent expanded. During removal of the delivery system, the catheter got caught on the stent and the inner sheath detached. The broken inner sheath was removed from the patient with a rat tooth forceps and the stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the stent remains implanted and the delivery system was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant biliary stricture during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was difficult to deploy. After several attempts, the stent was able to be deployed and the stent expanded. During removal of the delivery system, the catheter got caught on the stent and the inner sheath detached. The broken inner sheath was removed from the patient with a rat tooth forceps and the stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.